Event description:
It was reported that the battery was placed on a desk after the discharger tool was inserted and the next day, the customer heard the battery make a loud popping noise and begin to smoke. The fire dept was called and they retrieved the battery. The gas in which the battery discharges can be harmful to a person, if exposed. There was no harm actually caused to any person.

Manufacturer narrative:
(B)(4). The battery will not been returned to physio-control for eval. The customer confirmed they have discarded the battery. A conclusive cause of the reported problem could not be determined.